Event description:
Patient had a cath and that was removed today but then placed back in because they were unable to go on their own, cath was also connected to a bag. Patient had not had any bowel activity. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.